Event description:
It was reported that during a lap myomectomy procedure, an abnormal noise was heard and at the same time an "instrument" error code was shown on the display. The scrub nurse cleaned up the blade and tested it, and it failed. Then the nurse re-installed the blade into a handpiece and the test failed again. A new shear was opened and installed. The test was passed and the surgery was completed. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.